Event description:
Healthcare professional reported right side rupture, pain, tightness and infectious disease. Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the device. Additional observations: observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side rupture, pain, tightness and infectious disease. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii.